Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The reporter claimed that the tip of the screwdriver was damaged during first use. This event did not cause an adverse consequence to the patient of surgical delay.